Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, one of the drug libraries in the pump was used to test the pump. After starting the pump, the pump was turned off by opening the battery compartment. The battery door was then closed, and the pump was turned back on. When the pump powered up, the message "pump settings and patient data lost" appeared on the screen and the pump was in manual delivery mode. No error codes appeared or were recorded. This problem could not be duplicated by turning the pump off using the power button. Event log history was performed and showed that the pump exhibited alarm for "pump settings and patient data lost", and that the alarm was silenced and acknowledged. Based on the evidence, the complaint was confirmed, the microprocessor will be replaced to resolve the event, but the root cause of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error "46011" and would not "boot up all the way". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.